Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2017 it was noted that a pulmonary embolism, perforation and tilt occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2017 it was noted that a pulmonary embolism, perforation and tilt occurred. No further patient complications were reported. It was further reported that the patient had 2 prior unprovoked dvts in the past. The last time he had an upper gi bleed due to mallory-weiss tear and ulcer. A greenfield filter was then placed. The top of the filter was positioned at approximately upper l2 level and slightly below point of entry of renal veins into inferior vena cava. There were no complications. The patient was told not to be on anticoagulated with coumadin in the future. On (B)(6) 2017 the patient received a CT scan of the abdomen without contrast. The findings revealed that the ivc filter tip is situated 1.1cm below the left renal vein. The filter is tilted with the tip against the left wall of the ovc; relative to 2 long access of the ivc, the filter is tilted approximately 17 degrees. The struts are intact. The anterior and the right anterior strut likely perforated the ivc wall by only a couple millimeters. The other stress or not seen to extend beyond the ivc wall. There is no evidence for stenosis of the ivc. It was further reported that during an exam that occurred on (B)(6) 2009 there was observations of moderately non occlusive thrombus in the mid and inferior portions of the superficial femoral vein as well as in the popliteal vein.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2017 it was noted that a pulmonary embolism, perforation and tilt occurred. No further patient complications were reported.